Manufacturer narrative:
Initial.

Event description:
It was reported that a study participant experienced a severe high blood glucose event while using the ilet bionic pancreas, with no additional narrative details available. Symptoms included hyperglycemia. Outcomes included insufficient information to characterize the impact. Investigation included communication and interviews as well as analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and no specific medical device problem or device component could be identified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.